Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 704mg/dl. The events leading to her admission was vomiting, symptoms of flu, and confusion. The customer stayed in the hospital for four days while being treated with fluids. Initially the customer called requesting assistance with getting out of the priming loop. The customer stated that she has treated with manual injections prior to call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.